Manufacturer narrative:
Recall number: (continued) 1627487-07262012-002-r; 1627487-12192011-003-r. This ipg serial number was included in field advisories.

Event description:
It was reported the patient was unable to establish communication between her ipg and charger. The patient has not recharged the device and has been without stimulation for approximately 6 months. The sjm representative confirmed the ipg was unable to communicate with any external devices. Subsequently, the patient will undergo surgical intervention as the next course of action.

Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the ipg was explanted and replaced. Reportedly, effective therapy resumed following the procedure and the issue is resolved.